Manufacturer narrative:
Age at time of event- (B)(6).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. After dilatation, a rotawire was swapped to do rotablator atherectomy. However, the balloon got stuck on the wire. The balloon could not be pulled off and had to cut the wire. The wire was then cut outside the patient's body and used a different short support catheter to swap out the wire. Both devices were completely removed from the patient's body before proceeding with the intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. After dilatation, a rotawire was swapped to do rotablator atherectomy. However, the balloon got stuck on the wire. The balloon could not be pulled off and had to cut the wire. The wire was then cut outside the patient's body and used a different short support catheter to swap out the wire. Both devices were completely removed from the patient's body before proceeding with the intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. Returned product consisted of a coyote balloon catheter and two sections of .014" guide wire. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that one section of the guide wire is stuck inside the guide wire lumen. The hub and proximal section of the shaft is missing. Measuring from the tip to the separated shaft is 100.1cm long. There are multiple buckling sections and kinks along the device. The inflation lumen is stretched and separated 11.1cm from the tip. Microscopic examination revealed that there is a pinhole in the balloon 5mm from the tip. The tip is damaged and the balloon is loosely folded. There is blood present in the guide wire lumen, inflation lumen and balloon. Attempts to remove the guide wire was unsuccessful. Inspection of the remainder of the device presented no other damage or irregularities.